Event description:
It was reported that "out of the blue", the patient noticed an immediate loss of stimulation, which never resolved itself. The patient had the stimulation working perfectly for about 6 years. There were no falls or any sort of trauma reported. A new lead, extensions and implantable neurostimulator (ins) were implanted. There were no patient symptoms or injury related to this event. Additional information received two weeks later indicated that high impedances were found at electrodes 0-3. Inadequate therapy was indicated as the reason for removal. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the extension (serial # (B)(4)) found that it had been broken at the proximal side of transition. All eight conductors were broken 49.0 cm from the distal end of the extension at the proximal side of the transition. The proximal segment of the extension was pulled out of the molded rubber at the transition and not returned. Analysis of the lead (lot # v006605) found that the outer insulation was melted. It was suspected that this was a cautery artifact. There were multiple breached and cosmetic melted spots in the outer insulation on both legs of the lead. The outer insulation was completely separated by electro-cautery. Also, the #4 conductor was cut through by electro-cautery 21.3 cm from the distal end. Analysis of the implantable neurostimulator (ins) (serial# (B)(4)) found that there were no anomalies. The setscrew was already loosened upon inspection, but impressions on the plug connector indicate it had been tight. Analysis of the accessory kit found no anomalies. Result: accessory kit.

Manufacturer narrative:
Product ID, 399930 lot# v006605, explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37742 lot# serial# (B)(4), product type programmer, patient product ID, 37082 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3550-29 lot#, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.